Event description:
Sterile processing technician removed instruments from sterrad sterilizer. Roughly 30 secs later, she felt a tingling and burning sensation on her hand, and she noticed her index finger and thumb were turning white. She quickly rinsed and then washed the affected area. She was then taken to our occupational health nurse and then by a physician. It was determined that she had received a light chemical burn from direct exposure to concentrated hydrogen peroxide. No known permanent damge resulted to the sterile processing technician. We were concerned for two reasons: first, because of the sterrad's design and operation, it should be impossible for anyone to come in contact with the concentrated hydrogen peroxide used by the machine. All operators are very familiar with the use and operation of the sterrad. All instruments are hand dried and are then loaded into a warm air dryer to make sure there is no water present. While warm, the instruments are loaded into the sterrad to prevent condensation. We were further concerned that, had the hydrogen peroxide remained on these ophthalmology instruments, it might have resulted in a pt safety incident.